Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient came in for a normal refill and the tablet showed 3.8 ml residual volume but the hcp was unable to aspirate any volume. The hcp filled the pump with 10 ml of nacl and immediately aspirated it, which worked fine several times. The pump and patient were known and the last several refills the volumes matched very well. The patient was showing light underdosage symptoms. The patient also stated that they had a fever a few days ago. Technical services stated that a 3.8 ml discrepancy was outside of the allowed error margin, especially since the hcp knew this pump and it matched all the other times. Technical services also stated that a fever could indeed increase the flow rate of the pump but a real overdosage, that uses up 4 mls or more of drug corresponds to a 20% flow rate increase (20 ml pump) for the whole duration since the last refill. It stated that this should also lead to overdosage symptoms? Technical services also stated that they were using morphine, so a pocket refill of 4 mls of morphine should also lead to symptoms directly after the last refill? The hcp was asked if they could test-fill the pump with 20 mls of nacl to see if the pump was actually empty. The hcp would meet with the patient as soon as possible and ask the missing information. The hcp's name and facility address was provided.

Event description:
Additional information received from a foreign health care provider (for, hcp) indicated that the patient did not experience any overdosage symptoms. Regarding the pocket fill, it was a speculated cause but ruled out by the hcp since the patient did not experience any overdosage symptoms. According to the hcp, a pocket fill with 4 mls would have caused symptoms. The first name of the hcp was unknown. From technical services understanding, the health care facility was a doctor's run office by the caller. No specific overdosage symptoms were reported. The serial/lost number and implant date of the patient's pump was unknown and not available to the caller. When asked if any diagnostics/troubleshooting was performed, it was stated that the hcp was asked to test-fill the pump with 20 ml of nacl to verify that it was indeed empty. It was explained to the hcp that if they could not fill 20 ml nacl into the pump, it was never empty and they needed to re-try the aspiration until the full 20 ml could be retrieved. If they could fit in 20 ml, it was agreed the hcp would call again to do further troubleshooting. The hcp never called back. It was unknown if the empty pump, volume discrepancy and underdosage symptoms resolved and unknown what the return status of the pump was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.